Event description:
It was reported the patient had a loss of therapeutic effect. Following the implant the patient had received good symptom relief. The patient had stopped taking vesicare the day of implant but the patient may have been receiving benefit for a period of time after taking it. The patient also reported the training the patient received for the programmer was ineffective due to the effects of anesthesia. The patient had a urinary tract infection (uti) 2 weeks post implant. The patient then experienced a return of her symptoms, urgency and leakage. The patient changed programs one week prior to report and had been increasing stimulation to address symptoms she was still experiencing. The patient was going to change programs again and monitor symptoms. It was stated that there were no known accidents or incidents related to the symptoms. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was administered perioperative antibiotics. The date of onset/diagnosis of the infection was noted to be (B)(6) 2012. The patient did not have meningitis. The patient had a urinary tract infection (uti), which was not associated with her implantable neurostimulator (ins). The patient was given oral antibiotics for her infection. The patient's outcome was ongoing; she was seen on (B)(6) 2012 and was reprogrammed and taught how to use her patient programmer (pp).

Manufacturer narrative:
Product ID 3889-28, lot# v978689, serial# implanted: (B)(6) 2012, explanted: product type lead; product ID 3037, lot# serial# (B)(4), implanted: explanted: product type programmer. (B)(4).